Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient¿s stimulator was not working. The patient was not able to charge the implantable neurostimulator (ins) and the patient noticed this problem 2 days ago. He also stopped feeling stimulation 2 days ago. It was unknown when the patient last charged successfully or what the implantable neurostimulator recharger (insr) screen showed, and the patient was not there currently for troubleshooting. It was later reported that no stimulation sensation started a week ago. There was also a communication problem and the pp was showing a poor communication screen. The recharger was not working a week ago and it was not communicating with the ins. The patient had recharged successfully last week. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.